Manufacturer narrative:
No button error alarm noted during testing. The insulin pump had no button response due to corroded keypad traces. The insulin pump had a cracked case at display window corner, scratched display window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. The insulin pump had moisture damage on lcd board. (B)(4).

Event description:
The customer's mother reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was unknown at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.